Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the date is unknown. Date of death : estimated as (B)(6) 2021 as it was estimated the patient passed away six months after the procedure. Implant date: estimated as (B)(6) 2021 as the date of implant is unknown.

Event description:
It was reported via social media that the patient was resuscitated as a result of this procedure and the patient died. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. During the procedure, the patient nearly died and was resuscitated. The patient experienced a deterioration in health as a result and died approximately six months later.